Event description:
This spontaneous case was reported by a consumer and describes the occurrence of salpingectomy ("uterus and fallopian tubes were removed"), hysterectomy ("uterus and fallopian tubes were removed") and amenorrhoea ("they stopped having menstrual period for life") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required) and amenorrhoea (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure) and surgery (surgery to remove essure). Essure was removed. At the time of the report, the salpingectomy, hysterectomy and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, hysterectomy and salpingectomy to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she stopped having menstrual period for life(seen as amenorrhoea) and uterus and fallopian tubes were removed (seen as hysterectomy and salpingectomy). The reported events are serious due to medical importance. Uterus and fallopian tubes were removed is anticipated in essure's reference safety information while other event is unanticipated. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of both events, causality between them and essure cannot be excluded. Regarding amenorrhoea, considering essure's local action in fallopian tubes and no hormonal influence of essure, causality can be excluded. This case was regarded as incident since a device removal was required (hysterectomy and salpingectomy). The product technical analysis has been sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of salpingectomy ("uterus and fallopian tubes were removed"), hysterectomy ("uterus and fallopian tubes were removed") and amenorrhoea ("they stopped having menstrual period for life") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent salpingectomy (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required) and amenorrhoea (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure) and surgery (surgery to remove essure). Essure was removed. At the time of the report, the salpingectomy, hysterectomy and amenorrhoea outcome was unknown. The reporter considered amenorrhoea, hysterectomy and salpingectomy to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred terms: salpingectomy. The analysis in the global safety database revealed (B)(4) cases. Hysterectomy. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc company causality comment this non-medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she stopped having menstrual period for life(seen as amenorrhoea) and uterus and fallopian tubes were removed (seen as hysterectomy and salpingectomy). The reported events are serious due to medical importance. Uterus and fallopian tubes were removed is anticipated in essure's reference safety information while other event is unanticipated. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, limited information was given and no exact reason for device removal was provided. However, given the nature of both events, causality between them and essure cannot be excluded. Regarding amenorrhoea, considering essure's local action in fallopian tubes and no hormonal influence of essure, causality can be excluded. This case was regarded as incident since a device removal was required (hysterectomy and salpingectomy). According to the updated product technical analysis, a product quality defect could not be confirmed but is considered plausible.